Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 6 months due to regurgitation. The patient presented with heart failure and dyspnea. The explanted valve was replaced with a 23mm 3300tfx valve. The patient expired in the operating room. The patient concomitantly underwent tricuspid annuloplasty repair (32mm 4900). Post procedural tee showed bioprosthetic av that is well seated with no regurgitation.

Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 component code, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia (hld).

Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 6 months due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve. The patient was in recovery post procedure. The patient concomitantly underwent tricuspid annuloplasty repair (32mm 4900). Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.